Event description:
It was reported that a patient required a revision surgery due to patellar pain. Presence of slight metallose was observed. No additional details known.

Manufacturer narrative:
Results of investigation: it was reported that a patient required a revision surgery due to patellar pain. Presence of slight metalloses was observed. No additional information was provided and the associated devices were not returned for evaluation. Hence, a product analysis could not be performed. As device details were not provided, device history record and complaint history review could not be conducted. No relevant supporting clinical information has not been provided and any additional information, will come from our legal department. Based on insufficient information, a clinical assessment cannot be performed at this time. Without the return of the actual product involved and no product information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint.